Event description:
Description/event details: this is the second case of inflammation under vabysmo. Both patients were treated on the same day (30.10.) With the same batch number b1545b29 (3031678). Notifications were made to the medicines commission. Response received on 13feb2025: we have no further information on any additional intervention/medication. Complaints are transferred to us from different channels and we do not always have full access to the information. The date of the event is usually on the template in the table, which also indicates the material and batch number, as well as the country of origin.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4). Follow up a device history record review was completed by our quality engineer team for provided material number 305211 and lot number 3031678. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received.